Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles failed to deliver medication during use. The following information was provided by the initial reporter, translated from german: "xyz is from xxxx and the patient said to her "only every 2nd needle comes"."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles failed to deliver medication during use. The following information was provided by the initial reporter, translated from german: "xyz is from xxxx and the patient said to her "only every 2nd needle comes".".